Manufacturer narrative:
B3: 12/3/2024 the device was inspected by olympus and there was a leak at the connector side boot. The exact cause of the identified failure could not be determined. Based on historical data, possible causes include material problems such as degradation and mechanical problems such as migration, stress or friction between the camera head components without any design or manufacturing defects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device had an air leak. There was no patient involvement.